Manufacturer narrative:
The associated legion ps high flexion articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the articulating and non-articulating surfaces of the device show evidence of wear. There are small slits on the anterior periphery of the insert. The insertion/extraction slot is deformed, likely due to removal. The post is deformed and fractured. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation noted that there is an insufficient clinical relevant documentation provided, therefore a thorough medical investigation could not be performed to assess the cause of the revision 5.5 years post implantation. The patient impact beyond probable clinical symptoms, the revision procedure and an expected post-operative rehabilitative phase cannot be determined. No further medical assessment is warranted at this time. A review of manufacturing records for the listed batch did not reveal any deviations that could have contributed to this issue. A review of complaint history on the listed part revealed no prior complaints for this failure mode with the same batch number. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to broken post. New insert was put in place.